Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent loss of capture while handling the device out of the pocket.